Manufacturer narrative:
This report is being supplemented to advice that after further review, olympus has determined that the initial report is a duplicate report of report ID: 3002808148-2023-00590.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the air flow stops spontanously on the high flow insufflation unit. Gas pressure used at 10mmhg. The issue was found during a procedure. The name of the procedure is unknown. The procedure was completed using a similar device. There were no reports of patient harm.